Manufacturer narrative:
Reported event an event regarding loosening and osteolysis involving a unknown pca shell was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: examination of the photographs provided indicated nothing remarkable to report about the shell used in this construct. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
It was reported the patient's left hip was revised. Surgeon reported that poly wear led to osteolysis and shell loosening. The patient's shell, liner, and head were revised to a trident ii cluster hole shell with an eccentric liner and pca head. The pca stem was not revised. Rep provided explant pictures and the revision usage sheet, and reported that no further information will be available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's left hip was revised. Surgeon reported that poly wear led to osteolysis and shell loosening. The patient's shell, liner, and head were revised to a trident ii cluster hole shell with an eccentric liner and pca head. The pca stem was not revised. Rep provided explant pictures and the revision usage sheet, and reported that no further information will be available.